Event description:
A customer reported experiencing a high blood glucose event, but the exact value was unknown, merely indicated as "high." The customer administered a correction bolus using the pump, and it was noted that they were experiencing frequent high blood glucose events. The customer later communicated that extending their sleep had improved the situation. Educational support was provided, and the customer was advised to review their overnight blood glucose levels with a healthcare provider. No additional information was received regarding the outcome of the event.